Event description:
Pt underwent right total hip arthroplasty during july of 1996. Following recurrent dislocations, pt underwent revision of the hip during august 1996. After one and one-half months, prosthesis dislocated on several occasions. A second revision was performed on 12/13/96 to provide stability. Implants appeared to be in satisfactory position. The stem was tight. The acetabular cup appeared tight and was not removed. Stability of the hip was improved with a size 32mm head and the +10 neck.